Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #5r; cat# 5517f502; lot# eyl9r, tritanium bplate triathlon s6; cat# 5536b600; lot# ctd28174. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "surgeon did a poly exchange on a right knee. No more information is available per doctor." Rep provided the primary usage sheet with note that revision was due to infection.